Event description:
It was reported that the coating on the foley catheter tube was peeling off in some places before use, so it was discontinued.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the coating on the foley catheter tube was peeling off in some places before use, so it was discontinued.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Received (5) photo samples. The first photo sample shows the overview of the catheter. The second and third photo shows the flash on the catheter shaft. The fourth photo shows the inflation valve and cap. The fifth photo shows the product packaging information. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection noted flash on the shaft of the catheter upon return. This does not meet specification per ip7601841, revision 18 which states "no flash is allowed on the catheter". The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.